Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing the cartridge and resuming insulin.